Manufacturer narrative:
This supplemental report is being submitted to correct the previously reported event of a false positive result. A remedial review of the case determined that there was no allegation of a product malfunction or false positive result. The inquiry has been logged for trending and monitoring purposes.

Manufacturer narrative:
Technical services informed the consumer that it is very likely her son had covid-19 and it was important to be under the care of a healthcare provider. It was also likely that her son may be placed in isolation to avoid spreading the virus to others. There was a very small chance that this test can give a positive result that is wrong (a false positive result). Your healthcare provider will work with your son to determine how best to care for him based on your son's test result(s) along with his medical history and symptoms. The consumer agreed. The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The consumer reported her son obtain an unconfirmed false positive results with the binaxnow¿ covid-19 antigen self test performed on (B)(6) 2021 on a nasal swab and generated positive results. The consumer reported that her son's test showed a broken faint pink control line and solid pink sample line. Repeat testing was not performed. The consumer reported her son took his first vaccine shot (B)(6) 2021 and the second vaccine shot was scheduled for (B)(6) 2021. The consumer reported that her son was experiencing a stuffy nose. The consumer reported that she will seek follow up with her son's health care provider to obtain additional testing. No additional patient information, including treatment and outcome, was provided.